Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and cpu assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.